Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient had symptoms of pain at the pump pocket, swelling, tenderness, and tissue reaction. It was reported that the ¿pump pocket seems to be rejecting the pump¿. The hcp thought the pump was ¿touching the ribcage¿ and position of the pump was revised. The device system was used to deliver fentanyl, dilaudid, and clonidine.